Manufacturer narrative:
Intuitive has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "wire's coming out of tip of instrument."the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a wire coming out of the instrument tip. There was no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.